Manufacturer narrative:
The pump has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The pt reported that she experienced blood glucose 600-650mg/dl about seven weeks ago. At the time, she was transported by ambulance to the ER and admitted to the hosp for three days. She was treated with intravenous insulin and was placed back on the pump by her physician at the time of discharge. Prior to resumption of insulin pump therapy, the physician reviewed and reprogrammed settings and noted that the battery compartment was cracked. The pt could not recall which settings were changed; she noted since that time the pump rebooted on occasion. The pt reported the following sequence of events leading up to the hospitalization. She said that on the day of the event, her pump emitted multiple occlusion alarms and loss of prime warnings. The pt stated that she re-primed the pump which delivered insulin for about two hrs; she then changed the infusion set and cartridge but the occlusions persisted. She disconnected from the pump and did not have insulin coverage for the next four hrs. At that time, she reported, the pump would not turn on and she called for an ambulance. Review of the pump revealed that the occlusion sensitivity is set on high and delivery rate is set on normal. The pt stated that she cycles the cartridge, confirmed supplies are not expired, changes supplies every 3 days, and does not reuse supplies. The pt stated that she continued to use the pump until the present time despite the occasional occlusions and reboots. She denied subsequent blood glucose excursions that required medical intervention. The pt was advised during this contact to discontinue use of the pump but she refused to do so.